Event description:
On 21-jul-2025, the user reported that on (B)(6) 2025, after carrying the ilet in their pocket, they discovered the touchscreen was cracked. The user's blood glucose (bg) levels were not affected. The user contacted support, where it was determined the device could not be unlocked and was no longer watertight. The user believed the event may have been related to accidental pressure in the pocket. A replacement pump was arranged.